Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 95% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous left forearm vein. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the 1st inflation at 20 atmospheres for 20 seconds,the balloon ruptured. The device was removed from the patient and the procedure was completed with a 5x4 non bsc balloon catheter at 30 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).